Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that no process errors had occurred and quality controls (qc) were in range at the time the event occurred. A ccc specialist reviewed the instrument data and could not determine an issue with the run. A precision study using patient samples was performed, resulting satisfactory. A siemens headquarters support center (hsc) specialist reviewed the instrument data files and could not determine the cause of the event. The customer continued to process patient samples and had no additional discordant results. Hsc cannot rule out sample specific issues. The cause of the discordant, falsely low glu is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). A new aliquot of the sample was repeated in duplicate on the same instrument, resulting higher. The first replicate result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.